Event description:
It was reported incorrectly this event occurred during a coronary drug eluting stenting treatment procedure. The correct information was the event occurred 48 hours post the coronary drug eluting stenting treatment procedure.

Event description:
During a coronary drug eluting stenting treatment procedure, the pt experienced a possible allergic reaction. About 3 months ago a pt had a taxus stent implanted. 48 hours after a taxus stent was implanted, the pt experienced acute obstructive pulmonary symptoms. It was noted that the pt received plavix and aspirin. A pulmonary work-up including a vq (nuclide) and a perfusion scan (cta) was inconclusive. The inconclusive results led to a temporary treatment with coumadin. Nevertheless, the cyclic symptoms continued to persist. The pt would experience a 'feverish feeling' and pulmonary obstruction every evening. An allergology was consulted and was inconclusive. It was noted that the symptoms are independent of the plavix intake. Aspirin allergy has been discussed as a differential diagnosis. The physician did a follow up angiogram which revealed the taxus stent to be perfect. Pt condition is stable.